Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were there any patient consequences? Will the device be returning for analysis? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown "anastomosis" procedure, there were open staples. Procedure was delayed by 3 minutes. It is unknown how procedure was completed. There was no adverse event for the patient.

Manufacturer narrative:
(B)(4). Batch # t5ce1. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.